Event description:
During an incident in 01 involving a patient who had suffered a witnessed cardiac arrest and was pulseless, this defibrillator would not power on with either of two batteries. The patient was transported to a hospital and was pronounced at the ER. The device had self-tested okay 2 hours prior to this incident, during a shift check.